Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it is unknown if the continued deployment specifically contributed to the reported needle to cuff miss. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary interventional procedure using a 7f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, when inserting the device through the patient's skin, there was no blood flow into the marker lumen, even after several attempts to reposition the device through the vessel. The proglide device was deployed; however, no suture was connected to the device's anterior needle when the plunger was removed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.